Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple, minimum fill notifications occurred after filling multiple cartridges with 300 units of insulin. Reportedly, the customer was withdrawing approximately 300 units of air from each cartridge prior to filling it with insulin. Blood glucose level was 133 mg/dl. Reportedly, a new cartridge was loaded successfully and insulin delivery was resumed.